Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had surgery on their back a few weeks ago and got out of the hospital this weekend and they can't get their stimulator to work. Patient said they had to cut the stimulator off during the surgery. Patient stated they need someone to come and help them get it set back up again. Agent asked if the surgery was related to the device and patient said no. Agent walked patient through cleaning the recharger pins and start a recharging session. Patient confirmed implant is empty and that patient was able to start charging the implant. Patient tried turning stimulation on, however, controller shows battery empty. Patient to charge the implant first and call us back once there's enough charge to turn the stimulation on.